Event description:
It was reported the procedure was abandoned because the generator would not heat up to the appropriate temperature. The patient did not experience any adverse consequences due to this issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.